Manufacturer narrative:
Product has been requested for evaluation however has not yet been received.sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Vitrectomy cutter doesn't cut. No patient impact.

Manufacturer narrative:
One 23 gauge vitrectomy cutter was returned in a plastic (B)(4) bag. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. Inspection of the connectors found no defects. A functional test was performed using a stellaris pc system. The inner needle did not reach the cutting edge and therefore could not cut. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle could not be determined.